Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that prior to use, the endobronchial tube cuff did not deflate. No patient involvement.